Manufacturer narrative:
H10: during follow up, the customer reported that the flow sensor assembly replacement resolved the issue. The device was returned to service. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00285. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not go into stand by. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer has a v60 ventilator that was unable to get into standby. During troubleshooting, it was reported that the average air display was reading 2.9 slpm. The rse recommended replacing the flow sensor assy. The investigation is ongoing.